Event description:
Customer reports back to back testing on the same meter while using the aviva sys with results of 573 mg/dl and 112 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.